Event description:
According to the distributor's report, the device was used to close a laceration on the pt's middle forehead. During application, the adhesive migrated to the pt's eye and glued it shut. The pediatrician noticed an abrasion on the eye. No further info is reported.